Event description:
The customer called to report unexplained high blood glucose levels for the past day. The customer's most recent blood glucose reading was 328 mg/dl. The customer stated that she was recently put on medication that might cause elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. During the high pressure test, the customer began experiencing intense chest pain. The paramedics were called, and the customer was taken to the hospital, where she was kept for observation and testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.